Manufacturer narrative:
The biomedical engineer corrected the reported fault, resolution is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.